Manufacturer narrative:
Investigation summary: bd received two photos for investigation. After reviewing and analyzing the customer's photos, it was found that one sample experienced underfill. In addition, 20 retained samples were subjected to functional tests, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was insufficient fill volume or a complete lack of negative pressure in 50 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was insufficient fill volume or a complete lack of negative pressure in 50 devices. No adverse impact was reported regarding the patient or user.